Manufacturer narrative:
.

Event description:
The customer received questionable high hemoglobin a1c results for approximately 140 patient samples and results that were accompanied by data flags. The samples were repeated on another integra 800 analyzer. Only data two patient samples was provided. Patient 1 initial result was 18.0% and was reported outside the laboratory. The patient was sent to the ER based on result. The medical director at the site stated that "everything was squared away" with the patient. The customer could not provide any further information concerning the patient or if the patient received any treatment while in the ER. The repeat result was 12.2% and a corrected report was sent. Patient 2 initial result was 13.5% and was reported outside the laboratory. The patient's prescribed medication was changed and purchased. The customer did not know if any of the medication was actually taken by the patient. The repeat result was 6.6% and a corrected report was sent. No adverse event was reported. The reagent lot number was 61710701 with an expiration date of 12/31/2016. The field service representative suspected the sample probes may be partially obstructed and/or damaged. He replaced the sample probes, syringes, lamp, optical shutter, and syringe valves. He cleaned all workstation grippers, lubricated all linear bearing, checked the ropes, and adjusted the light barrier. He checked and adjusted the sample head flow and rinse pressure. He verified the system and all system checks were performed successfully. Qc was performed by customer and was accepted. Further investigation could not determine a specific root cause. Based on the provided information, no product problems were found. Follow up with the customer confirmed that after recalibration, qc recovery that had been shifting high was now to the mean and the issue appeared to have been resolved.